Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: when was the needles are pulling free from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify staff told me it was while suturing in the patient. Device return status: do not have the return shipper kit as of 3pm today. Did the event occur during one or multiple patient procedures? It was multiple patients what is the total number of procedures? Unknown. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please provide the following information for each patient event: what was the name of the procedure? All ortho cases. What was the procedure date? Unknown. Was there any adverse consequence associated with the patient? None that I was made aware of. Please provide the lot number: rhmbea. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the exact number of procedure that had "the needles are pulling free from the suture issue" it was also reported that the issue "happened multiple time" for documentation purposes please provide the following information for each procedure involved: event details, lot number, product code, device availability. Device analysis: one open box with twenty-two unopened samples of product code: y935h were returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. As per the sampling plan, a visual inspection was performed on thirteen samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2022 and suture was used. During the procedure t was reported by the needles are pulling free from the suture. This happened multiple times. They used a like device to complete the procedure with no patient harm. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 8/8/2022 additional information was received: I do not know the exact number of procedures in which this event occurred as the hospital did not provide that information. I sent back the remainder of the box that the account gave me with the lot number, included. I have no additional information than what was already reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.